Event description:
Customer reported a pt sample containing anti-m did not react with 0.8% resolve panel a lot vra 102. Sample reacted 1+ with vss104. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.